Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
An ophthalmic surgeon reported that the flap was completed but difficult to open post laser treatment. It was noted that a part of the flap stuck to the eye. The surgeon used a spatula to gently open the flap and the treatment was completed with no patient harm.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the day of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. Patient data review revealed that most probably a vertical gas breakthrough (vgb) has occurred. Logfile review could not identify a technical root cause and does not show any abnormalities. The root cause could not be identified conclusively, however vgb is known to appear in thin cuts more often when compared to thick flaps which is identified to be the most likely root cause. According to the treatment report, the desired flap thickness was 120m. However, fluid and corneal lacrimation might have built a fluid layer, additionally reducing the flap thickness. (B)(4).